Event description:
It was reported per the user facility that the hydrosurg irrigator is leaking at battery pack. There was no patient injury reported.

Manufacturer narrative:
To date, the subject product has not been made available for evaluation. Based on the available information and without a sample to evaluate, we are unable to determine the root cause of the reported leak in the hydrosurg irrigator. If the sample is returned for evaluation, this report will be updated. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to specification. To date, this is the first reported complaint for the subject lot of (B)(4) units manufactured in november of 2018. Addendum: the subject product was returned for evaluation and confirmed for fluid leak. Evaluation found a fluid leak coming from the outer sleeve, bottom shroud joint. The uv adhesive placed to bond the components together allowed saline to flow down the outside of the battery compartment. No visible corrosion or signs of fluid were found inside of the battery compartment. Root cause is assessed to be manufacturing related. Device not returned yet.

Manufacturer narrative:
To date, the subject product has not been made available for evaluation. Based on the available information and without a sample to evaluate, we are unable to determine the root cause of the reported leak in the hydrosurg irrigator. If the sample is returned for evaluation, this report will be updated. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to specification. To date, this is the first reported complaint for the subject lot of (B)(4)units manufactured in november of 2018. Device not returned yet.

Event description:
It was reported per the user facility that the hydrosurg irrigator is leaking at battery pack. There was no patient injury reported.